Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient¿s device had no telemetry and no malfunctions were seen. It was stated they were planning to schedule a battery replacement pending an insurance approval.

Event description:
It was reported that the patient experienced a loss of therapeutic effect from implantable neurostimulator (ins) following a recent fall in which they broke their ribs. The manufacturer¿s representative was contacted by the patient¿s physician regarding the loss of therapy and it was found there was no telemetry with the ins. It was reported that the patient had low settings in the past for their therapy. It was planned to replace the ins soon (probably in (B)(6) 2014). Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
.

Event description:
It was later reported the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was later reported the patient received a new device the day prior to report.

Manufacturer narrative:
(B)(4).